Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was rushed in the emergency room and hospitalized due to high and low blood glucose on unknown date. The customer¿s blood glucose was 497 mg/dl. The customer experienced symptoms such as nausea and abdominal pain. The customer also reported that the insulin pump had bent cannula. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).